Event description:
Boston scientific received information that this newly implanted implantable cardioverter defibrillator (ICD) detected greater than 2000 ohms on this chronic right ventricular (rv) lead. As a result the physician surgically abandoned the rate/sense portion of this lead and a new right ventricular (rv) lead was implanted for this purpose. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.